Event description:
It was reported that the patient presented after receiving a shock. It was determined that the ventricular rate was in the tachycardia zone. The right atrial (ra) lead exhibited a lack of sensing on stored strips and far field r-wave (ffrw) oversensing. Reprogramming the lead to partial plus to help avoid the ffrw oversensing was recommended. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d284drg implantable cardioverter defibrillator (ICD) , implanted: (B)(6) 2008. (B)(4).